Event description:
Patient was revised to address suspected infection. Cultures were negative; however, the capsule was filled with a puss like substance. The cup was loose and was removed with little force. Update litigation alleged the asr hip implant was explanted due to severe and chronic pain, difficulty ambulating, metallosis, exposure to excessive levels of chromium and cobalt and infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address suspected infection. Cultures were negative; however, the capsule was filled with a puss like substance. The cup was loose and was removed with little force. **update** (B)(4) 2012 - operative reports were received. The sizes of the devices were identified in the primary operative report. Update (B)(4) 2013 - litigation alleged the asr hip implant was explanted due to severe and chronic pain, difficulty ambulating, metallosis, exposure to excessive levels of chromium and cobalt and infection. **update** (B)(4) 2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the sleeve and stem. The complaint and associated mdrs were updated. Complaint has been reopened for further investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).